Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) below 40 mg/dl. Reportedly, the customer was not being alerted that blood glucose (bg) was going low due to the non-tandem continuous glucose monitoring system not displaying the bg readings. Milk and chocolate raisins were consumed to treat bg level.